Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5.1 had failed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the drawer 5.1 failed. The field service engineer inspected the pyxis unit, checking all cables, connections, and retractor bands. Signs of wear were observed on the retractor bands, which were then replaced. The system functioned as intended after the field service engineer resolved the issue.